Event description:
During the initial implant of an implantable cardiac monitor (icm) on (B)(6) 2025, it was reported that the icm could not be interrogated via multiple bluetooth (ble) dongles. The icm was not used and replaced. There was no patient involvement.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of no ble telemetry was confirmed. The device was received with no telemetry. The device was cut open, and battery voltage was found to be at end of life (eol) level. A longevity calculation was performed and found the battery depletion to be premature. Further analysis performed showed the accelerated depletion of battery was due to high current in the hybrid. The anomalous component on the hybrid could not be determined. The cause of the reported event was due to premature battery depletion due to high current in the hybrid.